Manufacturer narrative:
The service engineer (se) inspected the device and found the unit not showing the serial number. The se replaced the universal serial bus (usb), the communication interface printed circuit board (pcb) and the line interface 2 pcb. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating and generated an error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the printed circuit board (pcb) line interface 2 was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation test ventilator with compressor; unit appeared to function normally. No serial number was displayed on the status display screen. The complaint serial number (B)(4) was downloaded onto the returned pcb with usb. After powering up into service mode, ¿serial number mismatch¿ was displayed. The serial number of the test ventilator was downloaded to the returned usb flash drive, to allow testing on the test ventilator. The pcb along with the usb flash drive was reinstalled into the test ventilator; successfully passed powered up and passed all testing with no errors recorded in the diagnostic log. The ventilator was placed into ventilation mode for approximately 24 hours with no fault found. The reported event for loss of ventilation was not duplicated. The reported event for error messages was duplicated. The investigation found the device to function normally. No failure was confirmed; no relationship to the reported condition could be established. If information is provided in the future, a supplemental report will be issued.